Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) was confirmed. Upon evaluation, the rear response buttons metallic dome was missing. The cause of the defective response buttons is the missing dome. The root cause of the missing dome could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were defective.